Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a normal device changeout procedure, insulation damage was noted on this left ventricular (lv) lead distal to the terminal pin. It was unknown if the insulation damage occurred while in the pocket or from accessing the pocket. The decision was made to repair the lv lead using a lead repair kit. This lv lead remains in service and there were no adverse patient effects reported.